Event description:
Subsequent to the initial medwatch report, the following additional information was received: only one proglide device was used for the venotomy and when the plunger was removed, no suture was attached to the needles. A new proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
B3: date of procedure is estimate. Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the returned device analysis not the suture loop was formed and was still in the suture bearing. The returned device condition indicates the suture was pulled out of the vessel with the knot intact due to friable artery during device removal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU) states: prior to deployment of the perclose proglide suture mediated closure device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The additional vessel closure devices with the same reported issue are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using three proglide devices after a electrophysiology procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles, with three proglide devices. An additional proglide device was used to achieve hemostasis. A femoral angiogram was not taken. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.